Event description:
Cook guidewire sheared outer coating into bladder during case. Per surgeon all pieces were retrieved and vendor rep made aware. Wire sent to pathology for hold. FDA safety report ID# (B)(4).